Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, severe scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer also believed that insulin pump was over-delivering due to low blood glucose. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.